Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01278. It was reported that the patient lost therapy due to lead migration. Patient¿s leads had migrated out of the foramen. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with a new lead. Reported, patient received good therapy post op.